Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to successfully charge the pump using an alternate usb cable. Customer¿s customer¿s blood glucose level was 129 mg/dl.